Event description:
Electrode produced sparks. Electrode produces sparks and then doesn't function. Use of another electrode.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on device surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 5-8 o'clock positions of the tip. Moreover, the suction tube was tied in a knot form, without any information of why or when it was tied. This damage to the tip would lead to the sparking of the electrode and display output shorted error, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed five other similar complaints for this lot of devices that were released to distribution. A supplier CAPA has been initiated to investigate the tip melting issue. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Electrode produced sparks. Electrode produces sparks and then doesn&apos;t function. Use of another electrode.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.